Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, e2, e3, g2, h6 - problem code"4021 - no visual prompts/feedback" should be removed from the initial medwatch as the pae code indicates only error e103. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source lamp would not illuminate and an error e103 (ignition error) displayed. The issue occurred during a therapeutic ureteroscopy with stent placement procedure. There was about a 2-minute delay at the beginning of the procedure. There were no reports of patient harm. The procedure was completed with a similar device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.